Event description:
Spouse of home patient (hp) contacted baxter's technical service center for assistance during patient's apd therapy. Spouse reported patient line of homechoice set was not completely primed, however, hp was already connected. Spouse reported "air pockets" in patient line. Technician assisted hp in ending treatment and hp was advised to resume with a new setup. Hp reports set up was replaced and therapy was completed without incident. No patient injury or medical intervention reported per hp.